Manufacturer narrative:
Based on the medical records provided which span from (B)(6) 2009 to (B)(6) 2015, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with stress urinary incontinence (sui) and underwent a urethral pubovaginal sling procedure with implant of a bard soft mesh. On (B)(6) 2011 - the patient had an md office exam with complaints of diarrhea, fecal incontinence, stress urinary incontinence and lower back pain. The md assessment indicated the patient's symptoms were related to lower back injuries. On (B)(6) 2011 - the patient underwent a colonoscopy. On (B)(6) 2013 - the patient was hospitalized and underwent a cervical spine fusion procedure. On (B)(6) 2013 - patient was referred to a pain specialist and underwent consultation due to narcotic abuse. On (B)(6) 2014 - the patient had a gyn urology consultation regarding her stress urinary incontinence and painful intercourse. The patient was examined and per the exam notes "normal appearing urethra, clitoris, vulva, vagina and no mesh palpated on pelvic floor." On (B)(6) 2014 - the patient went to the ER with complaints of abdominal pain. The patient had an abd/pelvic CT scan performed which indicated her pelvis was unremarkable. On (B)(6) 2015 - the patient had a gyn urology consultation and requested to have her "vaginal mesh" checked. Per md office exam notes, "vagina and vulva normal. Bladder is well supported. No mesh is palpable." The physician's comment to the patient was noted as "your mesh is fine. Nothing to worry about."